Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the lead flex cover was contaminated, the two case screws were missing, the battery contacts were compressed, the ring was missing, the battery drawer was damaged, the display was out of specification with segments missing, the heart block was contaminated, and two heart wire contacts were contaminated. Further analysis was performed on the heart lead flex. This analysis confirmed the failures found during servicing and repair of the device. The improper ventricular output was due to a diode component failure.

Event description:
It was reported that the ventricular output on the external pulse generator was not working, that there was no ventricular output. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.